Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 27-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(4) 2020 regarding a patient receiving baclofen (40mcg/ml at 15.995mcg/day), clonidine (100mcg/ml at 39.99mcg/day), and bupivacaine (0.4mg/ml at 0.156mg/day) via an implanted infusion pump. The patient's medical history included spinal cord injury, obesity, and diabetes. It was reported that the patient developed a wound/ulcer on their abdomen and the catheter was starting to/about to erode through. The patient was taken to toe operating room to revise the catheter. Part of the catheter was removed and the catheter was reconnected. The patient was non-ambulatory and was wheelchair and bed confined. The environmental, external, or patient factors that may have led or contributed to the issue included the patient's immobility, obesity, and diabetes. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.